Event description:
Implant gel silicone rough texture above the muscle (B)(6) 2006. I was told it was impossible for the implants to rupture, the only way is a bad trauma to the area. I have not had any trauma to the area and both implants have ruptured which have since gave me debilitating symptoms. It took me years of going to many dr's appointments to find out why my hormones were not functioning. What was happening, went into early menopause at the age of (B)(6). FDA safety report ID # (B)(4).